Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. A baseline effusion was noted prior to the procedure. The patient had challenging anatomy. The transseptal puncture was performed using versacross and watchman access system (was). A 31mm watchman flx pro laa closure device & delivery system (wds) was advanced and deployed in the laa. An attempt was made to partially recapture the closure device to optimize position, but it was noticed on transesophageal echocardiography (tee) and fluoroscopy that the closure device was still anchored in tissue, so a full recapture was performed. Upon the second deployment of the closure device a new pericardial effusion was noticed by the tee physician. The closure device was proximal but deemed reasonable given the new effusion. The physician deemed the benefit of leaving the closure device in its place outweighed the risks of recapturing the device and trying to optimize position. The closure device was released. Protamine administered following release of the closure device. No other interventions were required to treat the effusion. It was not disclosed whether the patient was hospitalized beyond standard of care. The device is not expected to be returned for analysis.